Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was offline. The customer attempted to reboot the machine several times, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was off the bus. The field service engineer (fse) noted that drawer 4 was not detected on the bus. The fse shut down the station, opened the back panel, and opened the back of the drawer. The module interface board was replaced, after which the back of the drawer was reassembled and the panel was closed. The station was then powered on, and the drawer was recovered. The drawer passed the diagnostic test. The system functioned as intended after the field service engineer repaired the device.